Manufacturer narrative:
The device was not returned. Reported issue: it was reported that the error 81 occurred while performing a functional check (new calibration). Repairs related to the reported issue: no sample movement was observed within 30 calendar days from the complaint open date. The investigation was concluded based on the information available to date. If samples are received later, the complaint may be reopened. The reported issue was confirmed. The root cause of the reported issue could not be identified. No sample movement was observed within 30 calendar days from the complaint open date. The investigation was concluded based on the information available to date. If samples are received later, the complaint may be reopened. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cable fixing bracket on the hot gas bypass valve section was detached in an arctic sun device. After reinstalling the bracket and performing a functional check (new calibration), the error 81 (water check time out - difference between water temperature and reference temperature is greater than 2 °c) occurred. Per review of wo on 18nov2025, there was no patient involvement.

Event description:
It was reported that the cable fixing bracket on the hot gas bypass valve section was detached in an arctic sun device. After reinstalling the bracket and performing a functional check (new calibration), the error 81 (water check time out - difference between water temperature and reference temperature is greater than 2 °c) occurred. Per review of wo on 18nov2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. All available UDI information is being provided. H11: section a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.